Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, there was difficulty inserting the lead into the pacemaker. The ventricular port of the pacemaker appeared to be smaller than normal. The pacemaker was replaced and the lead fit properly in the new device. The procedure was finished without complications. Patient was stable with no adverse consequences.

Manufacturer narrative:
The reported field event of difficulty inserting the lead was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.